Event description:
Employee had removed the bd vacutainer eclipse blood collection needle from pt's arm after drawing blood and when she attempted to activate the safety cover over the needle, using her right thumb, the safety cover broke off bending the needle. The employee states, the cover flew across the room. As the needle bent downward, it struck the employee across her left lateral side of thumb she was using to hold 2 x 2 in place over venipuncture site. She immediately washed area and reported to occupational health for assistance. Another employee was witness to the accident. Biomedical engineering tech note: the green plastic is normally glued to the base of the safety cover. The break cleanly separated the two plastics as if there were no glue holding them together. Dates of use: 2010. Diagnosis or reason for use: blood collection needle 21g x 1-1/4" needle.